Event description:
Reportedly, the pacemaker involved in this MDR report was interrogated on (B)(6) 2013 and a rapid battery depletion was observed. In one year, the internal battery impedance increased from 0.96 kohm to 10.8 kohm. The device was explanted and returned for analysis, another device was implanted. Upon interrogation of the device four days after explantation, the internal battery impedance was 27.39 kohm.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.